Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that infection and erosion occurred and the implantable pulse generator (ipg), right atrial (ra) lead and right ventricular (rv) leads were explanted. No further patient complications have been reported as a result of this event.